Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool¿ smart touch¿ sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis, medication and surgical intervention. During the procedure, the carto 3 system displayed a magnetic sensor error 6150 when the soundstar¿ eco diagnostic ultrasound catheter was plugged into the piu. The catheter was re-seated, and the 6150 error had resolved, but the caller then reported that the catheter image quality had worsened significantly on both the carto 3 and ultrasound system. The caller reported that the image quality was very blurry. The catheter was replaced, and the 6150 error had returned. The caller then noticed that the soundstar eco cable was not staying connected to the catheter, and the connector would just slip apart. The catheter connection to the eco cable was re-seated, and placed carefully so that the connection would not slip apart, and the issue had fully resolved. The procedure continued. It was also reported that during the ablation phase, the anesthesiologist noticed there was a drop in blood pressure on the patient and pericardial effusion was confirmed by intracardiac echo (ice). Pericardiocentesis was done, and it was unknown exactly how much fluid was removed, but the caller stated the amount was "over 1 liter." Drugs were also administered to the patient in order to assist with raising their blood pressure. The patient was then sent to surgery to repair the perforation. Prolonged hospitalization was required to recover from the surgery. Patient had fully recovered. Physicians opinion regarding the cause of the event is that it was procedure related. Sl2 sheath and brk needle were used for transseptal puncture. There was no evidence of steam pop during the ablation. The catheter irrigation was set at 15 ml/min while ablating at 50 watts. Correct catheter settings were selected on the generator. The pump was switching from low to high during the ablation. Graph,vector, dashboard and visitag were used as visualization features. The parameters for stability used with the visitag module were tag index with 25%, 3g force, 3 secs, 2.5mm. Index was used as coloring option. No error messages were displayed. The magnetic sensor error was assessed as not MDR reportable as the incidence of magnetic sensor error is easily detectable by the user. The catheter is inoperable since it cannot be visualized on the carto system. The user will have to replace the catheter. The potential risk that it could cause or contribute to a serious injury or death is remote. The incidence of poor or no acoustic imaging was assessed as not MDR reportable as it is easily detectable by the user, the physician will have to troubleshoot, and then exchange the catheter in order to proceed with the procedure. The potential risk to the patient is remote. The connector loose issue was assessed as not MDR reportable. Since the device or the cable have the connector loose, the device cant be used. The potential risk to the patient is remote. Since the event (cardiac tamponade) is life threatening and required surgical intervention and prolonged hospitalization to prevent permanent impairment of a body function, or permanent damage of a body structure, then is to be considered serious and MDR-reportable.

Manufacturer narrative:
The device evaluation was completed on 5/19/2021. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis, medication and surgical intervention. During the ablation phase, the anesthesiologist noticed that there was a drop in blood pressure on the patient and pericardial effusion was confirmed by intracardiac echo (ice). Pericardiocentesis was done, and it was unknown exactly how much fluid was removed, but the caller stated the amount was "over 1 liter." Drugs were also administered to the patient in order to assist with raising their blood pressure. The patient was then sent to surgery to repair the perforation. Prolonged hospitalization was required to recover from the surgery. Patient had fully recovered. Device evaluation: visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30493031m lot number, and no internal action related to the complaint was found during the review. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).